Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated potassium result for one patient sample. The analyzer generated an initial potassium result of 6.2 and a repeat potassium result of 4.8. The false positive potassium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect c8000 analyzer generated a falsely elevated potassium result for one patient sample. The customer performed troubleshooting including the replacement of on-board solutions, styletting the cuvette washer nozzles, and the performance of the cuvette wash procedure. An abbott field service representative also performed trouble shooting for the issue, and leaking 1 ml syringes were replaced. The leaking syringes are the likely cause of the customer's issue. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequated. The complaint investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.